Event description:
Customer alleged the tilt actuator on a brand new chair had damage to the tilt motor wires due to tie wrap. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the 3gtq3-cg power chair was allegedly stuck in the tilt position. The consumer had the device for only 2 days. Dealer alleges that the tilt motor wires were damaged due to the tie wrap. No injury alleged. The product is to be returned to invacare for an inspection and evaluation.